Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump and a problem with the infusion set that was damaged. Customer stated that there has not been any insulin coming out of it. Customer has to keep pressing the buttons but nothing happens. Customer went to the doctor's office and they were unable to read any information on the pump. The pump is turning on but it says wrong button. Customer is already on their back-up plan. Customer stated that he is diabetic and has cancer. Customer's declined troubleshooting for the high blood glucose. Customer's blood glucose was 450 mg/dl at the time. Customer treated by injection after calling his doctor. Customer had the pump in a bag with his glucometer and felt the bag vibrating. Customer stated that it had a button error and the keys weren't working. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.